Manufacturer narrative:
A ge oec service representative investigated the issue and found the user shut the system off improperly, causing corruption of software. The software was re-loaded and the nodes flashed and re-built. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system reportedly would not save images correctly. The system had been shut down improperly prior to the malfunction noted.